Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to request a bolus. There was no reported adverse impact. Technical support instructed the customer to uninstall and reinstall the app, forget the pump from the bluetooth menu, and attempt to pair again, which resolved the issue as the pump successfully paired with the mobile app, requiring no further assistance.